Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-04-13. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that needle 30x1/2 rb had mold inside of the needle. This was discovered before use. The following information was provided by the initial reporter: material no: 305106 batch no: 9057787. It was reported that: mold noticed inside needle. Event description per email states: when I opened one of our sealed bd 30 guage half inch needles this morning, I noticed black mold inside the needle. The medwatch reported was received in franklin lakes on 28-apr-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2020. H.6. Investigation: a device history record review was completed for provided material number 305106 and lot number 9057787. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, forty-four physical samples and two photos were provided for evaluation by our quality team. In the two photos provided they show a needle assembly in an opened packaging blister with three black spots of irregular shape and different sizes on the needle hub. In the photos, this appears to be embedded foreign matter. The forty-four physical samples were received in a plastic bag and are all in sealed packaging blisters. The samples were visually inspected under a 30x microscope and no foreign matter or other defect was observed. Based on the investigation results, in the photos there appears to be embedded foreign matter, but without the actual physical sample an exact cause for this incident could not be identified. The samples received did not show the defect reported by the customer. H3 other text : see h.10.

Event description:
It was reported that needle 30x1/2 rb had mold inside of the needle. This was discovered before use. The following information was provided by the initial reporter: material no: 305106, batch no: 9057787. It was reported that: mold noticed inside needle. Event description per email states: when I opened one of our sealed bd 30 gauge half inch needles this morning, I noticed black mold inside the needle. The medwatch reported was received in franklin lakes on 28-apr-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 28 april, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30x1/2 rb had mold inside of the needle. This was discovered before use. The following information was provided by the initial reporter: material no: 305106 batch no: 9057787. It was reported that: mold noticed inside needle. Event description per email states: when I opened one of our sealed bd 30 gauge half inch needles this morning, I noticed black mold inside the needle. The medwatch reported was received in (B)(4) on 28-apr-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.